Event description:
The ventilator was being used on a patient and the operator noticed condensation in the patient circuit. The technician indicated there were sensitivity errors, and the exhalation block was wet. The ventilator was removed from use. The technician indicated there was no patient harm.

Manufacturer narrative:
The end user returned the ventilator to sechrist; however, the exhalation block was not returned. Sechrist evaluated the ventilator. The ventilator was not set to the proper settings. Sechrist reset the unit to the default setting, and the unit passed all functional tests.